Event description:
It was reported that on (B)(6) 2022, the patient developed sustained ventricular arrhythmia which needed direct-current (dc) cardioversion or defibrillation. The patient was admitted for approximately five days.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the date of onset of ventricular fibrillation was (B)(6) 2022 and the patient was admitted on (B)(6) 2022. The patient experienced the symptoms of loss of appetite and dyspnea. The patient was treated with cardioversion and medication. The arrhythmia was not thought to be device or therapy related. The patient had a history of arrhythmia pre-implant of left ventricular assist device (lvad) and an implantable cardioverter-defibrillator (ICD) was implanted prior to lvad. The patient was discharged on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported arrhythmia could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 22feb2020. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists cardiac arrhythmia as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.